Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide suture was not attached to the needle after device deployment, a cuff miss was observed. The evar procedure was completed and hemostasis was achieved by surgical cut down and surgical suturing. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.